Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA. Upon further investigation of the reported event, the following information is new and/or changed: d1 (suspect medical device - updated brand name). D4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to correction, additional information and device evaluation). H3 (device evaluated by manufacturer) . H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 3259, 4210, 4307). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code #1: 3259 - improper physical structure. Results code #2: 4210 - leakage/seal. Conclusions code: 4307 - cause traced to component failure. The affected sample was inspected upon receipt with no visual anomalies. The pump was then filled with water and pressurized where it was observed that water leaked into the back housing. A vacuum was pulled on the pump to confirm air bubbles entering the pump between the seal rotor and stator. This confirms a thin crack between the seal rotor and stator. A representative retention sample from the same product code and lot number was filled with water and pressurized with no leakage observed. A vacuum was then pulled on the pump to -150mmhg where no air entered the pump. All centrifugal pumps are visually inspected in process and 100% leak tested at the final leak tester prior to packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation, however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Results: results pending completion of investigation; conclusions: conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular, that prior to cardiopulmonary bypass, during setup, there was air in the pumphead. No patient involvement; product was changed out; procedure was completed successfully.